Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown) the device discharged to the patient once successfully; however, on the second attempt, the device displayed "discharge fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.